Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the code summary button was stuck and then replaced the small keypad assembly. Proper device operation was then observed through functional and performance testing and the device was then returned to the customer for use.

Event description:
It was reported that the none of the buttons on the customer's device were functional. This would prohibit the device from being able to charge and deliver defibrillation energy to a patient, if needed. There was no report of any patient use associated with the reported issue.